Event description:
Procedure type: urological/gynecological. Reportedly, the pt underwent treatment for stress urinary incontinence. Allegedly, the pt has experienced pain and injury, has undergone and will undergo corrective surgery or surgeries. According to the pt's operative report, the preoperative diagnoses included stress urinary incontinence, left perineal sebaceous cyst, and labile hypertrophy and the postoperative diagnoses included stress urinary incontinence, multiple perineal and vulvar sebaceous cysts, and labile hypertrophy and the procedure included uretex sling, cystoscopy, labile reduction bilaterally, excision of multiple perineal and vulvar sebaceous cysts.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "unk uretex".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reportedly, the patient underwent treatment for stress urinary incontinence. Allegedly, the patient has experienced pain and injury, has undergone and will undergo corrective surgery or surgeries. According to the patient's operative report, the preoperative diagnoses included stress urinary incontinence, left perineal sebaceous cyst, and labile hypertrophy and the postoperative diagnoses included stress urinary incontinence, multiple perineal and vulvar sebaceous cysts, and labile hypertrophy and the procedure included uretex sling, cystoscopy, labile reduction bilaterally, excision of multiple perineal and vulvar sebaceous cysts. Reason for mesh implantation was to address stress urinary incontinence, multiple perineal and vulvar sebaceous cysts, and labile hypertrophy. The procedure performed was a uretex sling, cystoscopy, labile reduction bilaterally, and excision of multiple perineal and vulvar sebaceous cysts operative findings: include labile hypertrophy with a maximal width of labia 5.4 cm. There were numerous sebaceous cysts over the labial and perineum. Several were smaller and able to be expressed. The larger cysts were excised. The outcome resulted from pelvic mesh product include mesh failure to correct stress incontinence with resulting leakage and embarrassment associated with social situations. No sexual intimacy due to fear of stress incontinence/abdominal pain.